Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied with implanted inflatable penile prosthesis (ipp) as the device stopped working. The physician was unsuccessful inflating the device in the office. A revision surgery was performed to fit a 15cm cylinder. There were no patient complications.